Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached elective replacement indicator (eri) but the date of eri was indicated with question marks. The device remains in use. No patient complications have been reported as a result of this event.